Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A physical evaluation cannot be completed at this time as the device has not been returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) bile duct dilatation for stone extraction the balloon catheter burts between procedure when it was already inflated. The intended procedure was completed with other company device. There was no patient injury reported, no user injury reported due to the event.